Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received anti-tachycardia pacing (atp) and a shock, and was hospitalized. Boston scientific technical services (ts) was contacted for review of the arrhythmia, as one physician believed it was ventricular in-origin, while another believed it was atrial over-sensing. Although ts was unable to conclusively classify the arrhythmia as that is a medical decision, the onset of the event showed a clear morphological change to a more sudden, erratic rhythm. The atp therapies were unable to terminate the arrhythmia, while the shock delivery was able to convert the patient back to their normal sinus rhythm after five beats. There was evidence of low amplitude detection, which could have resulted in atrial over-sensing. Ts recommended performing x-ray imaging to verify the correct placement of the right ventricular (rv) lead, which could have also exacerbated potential over-sensing. Potentially reprogramming the device's ventricular tachycardia (vt) therapy zone, if clinically appropriate, to prevent further inappropriate atp and shocks was also recommended. There had also been a similar episode in 2019. The physician subsequently performed x-ray imaging, and the rv lead was noted to across the valve, and half of it was over the atrium. It was noted that the patient had been running during the episode, and had become syncopal and fainted. The physician's are considering potentially upgrading the patient to a transvenous system, but this has not yet occurred. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.